Event description:
On (B)(6) 2012, the pharmacist of the lay-user/patient contacted lifescan from (B)(4) alleging an unspecified error message issue with a one touch verio pro meter. The patient's pharmacist did not allege any harm or injury because of the reported issue. The alleged issue remained unresolved with troubleshooting as the products were not available at the time. Based on the information provided, this complaint is being reported due to the following conclusion: the patient's pharmacist claimed that the meter had an unspecified error message issue. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient's pharmacist did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.